Manufacturer narrative:
Continuation of d10: product ID 37642, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 37642 programmer (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient programmer would not power on "half the time." The patient stated that they received the patient programmer as a replacement for a previous patient programmer. The patient confirmed that the patient programmer powered on when they received it, but later that day it intermittently would not power on. The patient confirmed the patient programmer was not dropped and did not get wet. The patient confirmed that the batteries were inserted properly, but the patient programmer did not power on. The patient confirmed that they were using brand-new, regular alkaline batteries that were from an unopened package. A new programmer was sent.